Event description:
The pt used the suspect device to check pt's blood glucose at 8pm. Pt obtained a result of 153mg/dl. At 9pm pt injected pt's normal dose of insulin. Pt then reportedly went to bed and became unconscious in sleep. Pt's mother called 911 and emt's came to the house. The emt's used their own meter to check pt's blood glucose and they said pt's blood glucose was 35mg/dl. Pt was given three glucogon shots. Pt was not transported to the hospital. The suspect device was replaced with new product and authorized for return to the MFR for eval.